Event description:
It was reported that the customer received a motor error alarm while changing her infusion set. The customer's blood glucose level was 91 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked reservoir tube lip and battery tube threads.